Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was 180 mg/dl. Customer reported that insulin pump was cracked and was exposed to moisture. During troubleshooting, alarm history could not be viewed due to buttons not responding. Customer was advised to monitor insulin pump and call back should issue persist.